Event description:
Pt was revised to address severe metallosis and malpositioning of cup.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.